Event description:
Device 2 of 2. Please see manufacturer's report number 1627487-2010-01251 for device 1. On (B) (6) 2009, the pt's was implanted with a scs system. On (B) (6) 2010, it was reported that the pt's ipg could not communicate with the charger or programmer. The sales representative met with the pt to interrogate the system. An x-ray was taken and revealed that the lead had migrated. The doctor replaced the pt's ipg and repositioned the existing lead. The pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.